Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with two 475cc mentor smooth round spectrum saline breast implant experienced left sided deflation and right sided mastopexy scarring post procedure. As a result, underwent bilateral removal and replacement with two non mentor breast implants on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2021, mentor became aware that h4. Device manufacture date and d4. Expiration date. Was erroneously submitted in follow up report 1. Manufacturer¿s reference number: (B)(4). H4. Device manufacture date and d4. Expiration date fields were updated.